Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device worked well until the patient had a fall shortly after their initial implant. There was a lack of therapeutic effect that followed the fall. The patient thought that the fall may have damaged/fractured their device. Impedance testing revealed damage to the system; it showed >4000 on all electrode configurations. Programming around the damaged configuration was not possible so the patient wished to have it replaced asap. It was noted that the issue was resolved with replacement of the device. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient was last seen by the healthcare provider for their 2-month post-op on (B)(6) 2018, and the device was a great improvement at that point. The patient had not been seen since, and the healthcare provider was unaware of the fall or damage to the device. No further patient complications are anticipated or expected as a result of this event.